Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to the displacement test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the pcba 1, motor, or force sensor.¿ however, found cracked u6 on the pcba 2 and lcd glass cracked and bleeding. Swapping out test boards confirms blank display is isolated to pcba 2. Also, after swapping test boards, missing segments occurred due to cracked and bleeding lcd glass. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No cracks on the battery compartment noted. Blank display was confirmed during analysis due to cracked u6 on the pcba 2. Missing segments confirmed due to cracked and bleeding lcd glass. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1886 that was returned for product analysis.